Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening. A leak test was performed which identified opening. A microscopic analysis was performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease smooth assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation, a "crease", and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16-apr-2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side deflation, a "crease", and capsular contracture, baker grade unknown. Device has been explanted.